Manufacturer narrative:
A1: patient identifier: requested, not provided, a2: age & date of birth: requested, not provided, a3a: sex: requested, not provided, a4: weight: requested, not provided, a5: ethnicity: requested, not provided, a6: race: requested, not provided, d6a: implanted date: device was not implanted, d6b: explanted date: device was not explanted, e3: occupation: lab manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. This report is for the first device reported, for the second and third device reported that was used on the same patient see MDR 3013394970-2026-00224 and 3013394970-2026-00225.

Event description:
Terumo medical corporation received the following reported information: the involved angio-seal was hard to advance. They attempted to use two more devices; however, the same event occurred. The type of procedure performed was peripheral angiograms.